Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was missing. There were no reports of patient harm.

Event description:
It was observed that during the device inspection, the video system center image was missing. There were no reports of patient involvement.

Manufacturer narrative:
Correction to b5, e1 and h6 fields. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.